Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. During system check with tandem technical support, customer observed an air bubble in the tubing. Customer primed the tubing and changed the cartridge, and successfully resumed insulin delivery. There was no known impact to customer's blood glucose due to this reported event.